Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a device gave nuisance air in ine alarms. Any patient involvement, injury or medical intervention is unknown.